Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to above 30 mmol/l (540 mg/dl). The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge and upon inspection the cannula appeared bent. As treatment, a new pod was placed. The pod was discarded.